Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket stimulation and presented in clinic. Upon interrogation, it was noted that the stimulation was occurring on most of the left ventricular lead configurations. Programming changes were made to deactivate the lead, which resolved the issue; further intervention was considered. There were no patient consequences.